Event description:
It was reported to philips that system was unable to make exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the wired footswitch was not making an exposure from the procedure room even after rebooting the system several times. Upon troubleshooting, the fse found the footswitch connection to be loose. Fse also noticed that there was no base station present within the system, so when the user tried to connect a wireless footswitch, it was never connected in the first place. To resolve the issue, fse seated the connection properly. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.